Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on / in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product was received and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 334, 215 and 379 mg/dl. The customer's expected fasting blood glucose test result range is 157- 180 mg/dl. Customer just started to use the truemetrix air meter week of call. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 207 mg/dl and 216 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1:334 mg/dl date: (B)(6) 2018 time:12;38pm fasting; result 2:215 mg/dl date: (B)(6) 2018 time:4:15pm fasting; result 3:379 mg/dl date: (B)(6) 2018 time:12:38pm fasting.